Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that PICC presented dysfunction 3 and 8 days respectively after its insertion; it should be noted that the catheter was verified with the technique of tip navigation and intracavitary electrode. The patient's chest x-ray was taken when the catheter began to malfunction and there was evidence of kinking in a part of the vein trajectory, which produced occlusion to the passage of parenteral nutrition and medications.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kinked catheter was unconfirmed, as the problem could not be reproduced. Two ap chest radiographs were returned for evaluation. The two images appeared to show the same patient and the same catheter; the second image appeared to be an inverted image of the first radiograph. A right-sided PICC was present in the radiograph with the tip likely extending into the azygous vein. No kinks were noted in the catheter shaft. Therefore, the complaint will be recorded as unconfirmed. This complaint will be recorded for future trending and monitoring purposes.